Event description:
Ous MDR - after an implantation period of about 50 months, it was reported that the physician noticed a visual defect on the lead at the level of the subclavian bone. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Approx. 2 cm of the lead body between both segments was not returned for analysis. It is reasonable to assume that the lead was dissected in the course of the lead explantation. The analysis of the lead demonstrated multiple signs of wear. In particular, at about 15 cm distal to the is-1 connector pin the insulation was found rubbed through. The coating of the conductor cable to the ring electrode was found damaged in this area. This insulation damage can be considered as the root cause for the observed noise issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. The analysis did not reveal any sign of a material or manufacturing problem.